Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that after pre-dilatation was performed, another company's stent was deployed. Then the rx voyager was engaged for post-dilatation; however, during the first inflation, the balloon ruptured at 12 atm. Another company's stent was placed and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. In this case, it is possible that an interaction with the stent implant contributed to mechanically damaging the surface of the balloon such that upon inflation, the device ruptured. Without the device for analysis, a definite root cause for the balloon rupture cannot be determined.